Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that both the ems instruments jammed. Another instrument was used to complete the case. There was no consequence to the pt. Only one of the devices is being returned.